Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that blood backed up all the way into the med syringe on a very small baby in the nicu. Although no blood was reported to have leaked out, the customer considered the event a significant blood loss for the patient. There was no report of lasting harm or medical intervention.